Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it can be presumed from the investigation results that the suggested event occurred due to clog of the filter with foreign material or dirt. It has been over one (2) years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer was instructed to check to see if the external water filters were clogged by running a rinse and reading the filter assembly wall gauges. The customer said that the gauges read 50psi, 50psi and 10psi. The customer will need to change the clogged filter. The customer ran a manual rinse and found that the wall filter was clogged. The customer was instructed to change the filters. The customer will need to change the incoming water filter. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during technical assistance center support, that the endoscope reprocessor exhibited clogging of the water filter. There were no reports of patient involvement.